Event description:
According to distributor, device was in use with patient when cannula became detached and remained under patient's skin. Distributor reported on behalf of patient's mother that patient was admitted to hospital for removal of detached portion of cannula. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.